Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported "the attached image showed open/shorts on electrodes 3<(>&<)>8. There were no other electrodes with abnormal impedance ranges or open/shorts. It is asked but unknown if reprogram resolved the stimulation in incorrect location. No further information has been provided. Information has been confirmed by physician.".

Event description:
Information was received from a patient and manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that lss of stimulation. Stimulation in incorrect location. Return of pain. Rep programmed around impedances. Rep reprogrammed hd from dtm. Rep gave pt 3 new groups to try over a course of 6 weeks. Rep directed pt to follow back up regarding how the device is helping with pain. Rep made hcp aware. Electrode 3 was 800. Electrode 8 was 780.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot/serial# (B)(6), implanted: (B)(6) 2024, product type: lead; product ID 977a260 lot/serial# (B)(6), implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.